Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qjmdtu, y923h and no non-conformances were identified. Investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code y923h was received for evaluation, and the swage and attachment area were noted to be expected, the suture was observed with body fluids, damaged on the surface (split/fraying) that appear to be by surgical instrument and the end were observed with stress due to use. The product code y923 contains absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and functional test could not be performed due to condition of the sample. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that nineteen unopened samples of product code y923h were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, fraying or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: two sutures were reported to "broke in half" and a third one was "split down the middle". For this third suture, could you please confirm if the device was unraveled or frayed or was it broken? Unravelled/frayed. What was being done when the sutures broke? (E.g. Removal from package, during passage through tissue, during tying, post-op, etc.) Broke when tying knot. Could you please provide the procedure date? (B)(6) 2021. Note: event reported in 2210968-2021-02362, and 2210968-2021-02363.

Event description:
It was reported that an animal underwent an unknown surgical procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke in half. No additional information was provided.